Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap and cracked case near display window corners noted during visual inspection. No button response due to open connector on lcd board.

Event description:
It was reported that the buttons on the customer's insulin pump were not responding, following a battery change. The customer stated the insulin pump had not been exposed to moisture. Her blood glucose level was 270 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.